Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a mildly calcified lesion in the moderately tortuous iliac artery, blood was noted to be leaking from the rotating hemostatic valve of a priority pack 20/30. The procedure was able to be completed using this device. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The leak was unable to be confirmed as the rotating hemostatic valve (rhv) was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information received indicated that the procedure using the priority pack 20/30 with the rotating hemostatic valve (rhv) was to perform angioplasty, a guideliner was used in the procedure, and the iliac artery was accessed via femoral access site. No additional information was provided.